Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst at the end of inflation during valve deployment. The valve was fully inflated when it burst, and the final position was 90:10 (aortic/left ventricle) with good result and no paravalvular leak (pvl). Upon removal of the delivery system, there was a lot of resistance when trying to retract the balloon into the esheath, and they were unable to remove it. The patient went to the or for surgical cut-down to remove the balloon. Upon removal of the device, there was damage noted on the esheath. The tip of the esheath was bent. Per medical opinion, the root cause of the balloon burst was calcium, and the root cause of the withdrawal difficulty was due to the balloon being pulled over the tip, so they consulted the surgeon.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. The 26mm commander delivery system was returned with guidewire and esheath inserted. Delivery system was in locked position, flex indicator in straight position and fine adjustment 50% used. The returned device was evaluated, and the following was observed: balloon was radially and longitudinally burst. No missing pieces noted. Dimensional inspection was performed and the single wall thickness was measured along the burst location. All measurements met specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, ''the patient had a severe calcified aortic valve'' and ''there was a lot of resistance when it was tried to carefully retract balloon into the esheath''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and separation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.